Event description:
A malfunction on the pump was reported, but no notable events occurred before it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump; the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the caller understood.